Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot undergo functional testing) has been confirmed. Upon investigation the monitor failed incoming functional testing. The cause for the failure was isolated to the defibrillator pca and computer/analog board. High voltage travelled to low voltage circuitry, damaging multiple components on the pcas. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor was unable to undergo incoming functional testing.